Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 11-apr-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving bupivacaine (25 mg/ml, 2.408 mg/day) via an implantable pump for spinal pain. The patient's concomitant medication includes hydromorphone. The patient was not getting pain relief with the specific dosage. A dye study was performed at the physician's office. According to the physician granuloma formed at the tip of the catheter. The patient had a catheter revision on (B)(6) 2018. The issue was resolved at the time of this report. The patient's status was alive - no injury.

Manufacturer narrative:
Continuation: product ID 8780 lot# serial# (B)(4) implanted: 2016-(B)(6) explanted: 2018-(B)(6) product type catheter h3: the catheter was returned and analysis found no significant anomalies. If information is provided in the future, a supplemental report will be issued.